Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 30 mg/dl. The cause of the low bg was unknown. The customer required third party assistance from an ambulance and was brought to the emergency room (ER) by the ambulance on (B)(6) 2023. The customer did not provide how the emergency room resolved the low bg. The customer was released from the hospital on (B)(6) 2023 with no permanent injury. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.